Event description:
Info received indicates the bed experienced an unintentional movement of the knee up function due to the knee up button on the right caregiver control was stuck.

Manufacturer narrative:
Repairs have not been completed.